Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. The autopulse platform is a reusable device and was manufactured in 2005 and is 13 years old, well beyond the expected service life of five years. Visual inspection was performed and no physical damages were observed. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. A review of the archive was performed and the archive data shows system error 136 - internal parameter corrupted, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying an error message " system error, out of service, revert to manual CPR". No patient was involved.